Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, after t1 was implanted, the device did not reach its initial position and after several attempts it was verified that t2 never unfolded. T2 was cut and discarded; t1 was left inside the meniscus. The procedure was completed without delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Received actuator in the pre t1/post t2 position. The depth tube is damaged. The needle has been bent from intended position. The t1/t2 and suture were not returned therefore could not be evaluated. Functional testing shows the needle will not deploy due to the bent needle. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended force to the needle or contact with another source. No containment or corrective actions are recommended at this time.